Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was doing incorrect bolus calculations. The customer stated that the active insulin would show on the insulin pump but it would not be considered in the bolus amount calculations. Blood glucose value was 82 mg/dl. Troubleshooting was performed and the customer stated that the bolus settings and information entered was correct but the food and correction bolus amount was incorrect. The customer also reported that the insulin pump is cracked from the reservoir window to the label sticker. The customer declined to receive a loaner insulin pump and would get a new device. The device was not returned for analysis.